Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of the report with mfg report number: 8010042-2024-0001686. Therefore, for evaluation results and additional manufacture¿s narrative, please refer to that report.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).